Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post implant the patient experienced twitching of the abdomen. Short v-v intervals were noted, possible no capture, undersensing and possible lead migration and dislodgement into the atrium of the right ventricular (rv) lead were noted. The patient also experienced atrial fibrillation (af) due to dislodgement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed and subsequently repositioned.